Event description:
Patient tracking received information that reported a pump replacement. Representative reported that the patient's pump was filled with saline almost two and a half years ago, as the physician believed that there was a catheter issue. The patient stated that oral medications were not controlling their pain and they wanted to try the pump therapy again. When the surgery was performed, the catheter was found to be patent and the pump was replaced. The catheter remained implanted and the pump was discarded.

Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was discarded and was not returned for additional evaluation and investigation. As additional physical investigation was not performed on the device, a definitive root cause could not be determined for the alleged issue. Internal complaint number: (B)(4).